Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. ¿the tandem pump user guide instructs the user to remove any residual air from the cartridge.¿ h3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate due to residual air in the cartridge. Reportedly, the customer was not performing the air removal step of the load procedure. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 201 mg/dl.